Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, migration) 317 patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the aneurysm is 5.2 cm in diameter. It was reported that the patient presented emergently with abdominal and back pain. There is disease progression with aortic neck dilatation. The aortic neck is 29 cm in diameter. The CT revealed that the stent graft has migrated 3 cm distally with a type I endoleak present exact date of migration is un known. The physician elected to implant a 32x32x70 endurant aortic cuff. The endoleak and migration were resolved. No clinical sequelae were reported and the patient is fine.